Event description:
The patient's husband reported obtaining back-to-back blood glucose results, of 219 mg/dl and 111 mg/dl. Patient took insulin based upon the 111 mg/dl result. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. The advantage system: meter, comfort curve strip lot 549409 with expiration date 12/31/2007.

Manufacturer narrative:
The suspect product is the comfort curve strip.